Event description:
During a scheduled procedure, the picture being transmitted through the robotic zero degree endoscope (B)(4) displayed "glitching" activity. When the surgeon used monopolar current cautery, the picture on both the surgeon console and monitors in room glitched out. This monitor error was troubleshooted at the field and when troubleshooting failed, the dv-stat phone technical support officer stated that a new zero degree endoscope would be needed and to send the faulty one back for a exchange. The faulty endoscope has a sn (B)(6). This is a sterilizable multi-use instrument with no exp date.